Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (air in line/set) alarm occurred on a home choice (hc) device. It is unknown at which step of therapy this event occurred or if the hp was connected. There was no patient injury or adverse event associated with this report. No additional information is available.